Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿poor or no drainage through the eye¿. A potential root cause for this failure could be ¿blocked eye or inner diameter of drainage eye small enough to allow for occlusion during use¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "please read all instructions before using this device. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Device description the magic3 go® intermittent urinary catheter is a silicone tube inserted into the urethra for the purpose of draining the bladder of urine. Not made with natural rubber latex does not contain dehp indications for use the magic3 go® intermittent urinary catheter is intended for urological use only. It is intended for use by adult and pediatric patients of all ages for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Contraindications none known warnings: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions inspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization. Adverse reactions urinary tract infection bleeding from the urethra irritation of the urethra."

Event description:
It was reported that the magic 3 catheter clogged occasionally. The patient advised via phone on 2-may-2019 that in addition to the catheter getting clogged, the tips were also too pointy and caused self limited bleeding when he used them. The patient switched to a different brand of catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the magic 3 catheter clogged occasionally. The patient advised via phone on (B)(6) 2019 that in addition to the catheter getting clogged, the tips were also too pointy and caused self limited bleeding when he used them. The patient switched to a different brand of catheters.